Manufacturer narrative:
It was noted that the customer last performed calibration on (B)(6) 2016 which indicates calibration was overdue. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based on the available information, a sample related issue is likely. Unknown instrument issues cannot be excluded nor can a sample mix up.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous results were reported outside of the laboratory. The initial hcg + b result was <0.1 miu/ml. The sample was repeated twice with results of 100.2 miu/ml and 105.2 miu/ml. The result of 105.2 miu/ml was reported outside of the laboratory. This result was questioned by the physician. A new sample was obtained on (B)(6) 2016 and the result was <0.1 miu/ml. This result was believed to be correct. No adverse event occurred. The hcg + b reagent lot number was 190280. The expiration date was not provided.

Manufacturer narrative:
The initial hcg + b result of <0.1 miu/ml was accompanied by a data flag. On 04/22/2016 the sample was repeated twice with results of 100.2 miu/ml and 105.2 miu/ml. Both of these results were accompanied by data flags. A new sample was obtained on 04/19/2016 and run on 04/22/2016. The result was <0.1 miu/ml with a data flag. The results of analyzer testing during the service visit on 04/22/2016 were within specification.